Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. The following physician suspected the lead dislodged. As result, the patient underwent a revision wherein the lead was surgically abandoned and replaced.